Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified mount of time, the patient complained of abdominal pain post procedure. On (B)(6) 2021, the plate slipped from 6cm at skin to 10cm. On (B)(6) 2021, an abdominal CT showed "small volume intraperitoneal gas at the gastrostomy site is within normal limits. No evidence of contrast extravasation. The feeding tube is coiled within d3, and may be kinked and obstructed. The tip is in the distal part of d3. Airspace opacification within the left lower lobe may represent pneumonic consolidation or aspiration. " the patient required unknown antibiotics. On (B)(6) 2021, the event recovered.